Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump went into suspend when the customer's blood glucose was around 400 mg/dl. It was also reported that the customer blood glucose dropped down to 40 mg/dl. Nothing further reported.